Event description:
It was reported that a hole was observed in the balloon. A 3.0x220x90 sterling balloon catheter was selected for use. During preparation of the device, the nurse noted saline leaking from a hole in the shaft while flushing the balloon catheter. The device was not inserted into the patient. Another balloon catheter was used to complete the procedure successfully. No patient complications or injuries were reported as a result of this event.